Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 27-mar-2023, it was reported that the infusion sets tubing came apart at the tubing connector while sleeping. The site location was left side of patients abdomen and the pump was in the right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.